Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse resolved the issue refastening the right caster and ensuring it was tightened. The fse ensured good placement of the system on the battery. The unit passed all safety and functional tests and was returned to the customer for clinical use.

Event description:
It was reported that during a routine check the cs100 intra-aortic balloon pump (iabp) user reported that the casters of cart were not easily to transport. There was not patient involved.